Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Multiple counting of tall t-waves contributed to the false detection. The pt was treated while in atrial fibrillation (af) at 20:42:03. The post-shock rhythm was af. It was reported that the pt was brushing his teeth at the time of the event. The response buttons were pressed after the treatment was delivered. The pt was taken to the hosp and put on hosp telemetry. The pt suspended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp and put on hosp telemetry. The pt suspended use of the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4) - 06/2014 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.